Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the stylus assembly was replaced. (B)(4).

Event description:
It was reported that when the stylus touched the screen, there was no reaction. The programmer was returned to the manufacturer for servicing. There was no patient involvement.